Manufacturer narrative:
Section b5 - correction: system controller, serial # (B)(6), was not exchanged until (B)(6) 2021 (reported and evaluated under MFR # 2916596-2021-00387). A previous controller exchange due to backup battery faults is reported and evaluated under MFR # 2916596-2020-01690 (serial # (B)(6)). Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the provided log file. The log file contained data spanning 1 day ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. Multiple backup battery fault alarms were observed throughout the data, caused by load test failure conditions. The battery failed a load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage, which triggered these alarms. No other notable events were observed. The system controller (serial number hsc-084350) was not returned for analysis under this event (reference MFR # 2916596-2021-00387 for the evaluation). The root cause of the observed backup battery fault alarms was unable to be conclusively determined. Backup battery fault alarms caused by load test failure conditions are being addressed via a corrective action. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instruct users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple emergency backup battery fault alarms. The controller was changed and multiple emergency backup batteries were replaced. A log file analysis showed emergency backup battery faults due to emergency backup battery load test failures throughout log file.